Manufacturer narrative:
The field service rep was unable to determine a cause. He performed initial performance tests which failed. He made adjustments to the analyzer and replaced the pinch tubing. Performance tests were then repeated and the system was examined. No abnormalities were found.

Event description:
User received incorrect beta hcg results for two pt samples. Pt 1, original result gave 40.52 miu/ml on (B) (6) 2009. The same sample was rerun on (B) (6) 2009, which resulted negative. User stated there was a delay in treatment for this pt due to the original result reported, but it did not cause any adverse reaction or problems to the pt. The treatment that was delayed was not provided. On (B) (6) 2009: pt 2, initial result gave 31.97 miu/ml and was reported. The customer received a call from the attending physician questioning the result. The sample was sent to another facility and tested, which resulted negative. The sample was rerun again at customer site on (B) (6) 2009, resulting negative. A second plasma sample obtained from the same pt was also tested on (B) (6) 2009 which resulted negative. The pt was not affected by the original incorrect result reported.